Event description:
The patient was in hospital for another medical condition when MRI revealed an intrathecal mass. The surgeon felt there was some compromise to the spinal canal and the pump was removed. The patient was only able to work because he had the pump implanted and after the pump was removed, he was unable to work. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).